Event description:
Report rec'd of a non-delivery of IV fluids with no pump alarm. It was reported that an unspecified solution was set to infuse at an unknown rate. Eight hours after the infusion was started, it was noted that no fluid had been infused. The customer contact reported that the rn noted the pump was incrementing on the display as if it were infusing, but never looked at the drip chamber to ensure delivery of the fluid. There was no reported adverse event with the pt. The customer contact reported that the staff from this unit did not attend inservicing, but are now being educated on the pump.